Manufacturer narrative:
Unable to prime the insulin pump during prime and motor error during basic occlusion test due to loose/flush support disk. The motor test tested outside the device and passed. The insulin pump received with missing end cap sticker. The insulin pump received with cracked case at lcd window corners, battery tube threads and reservoir tube lip. The insulin pump received with scratched lcd window.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 106 mg/dl. The drive support cap is flush. Customer stated that he could rewind the insulin pump. Motor error has occurred more than once within thirty days. Nothing further reported.